Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the returned part has been reinspected and all relevant measurable product features meet specification. Bushing and double sd25 screw damaged post production. No evidence of nonconformance manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery the surgeon was trying to reduce into this particular screws. During this manoeuvre the head of the universal reduction screw (urs) dislodged and popped off. There was no patient there was surgical delay of thirty minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.